Event description:
It was reported during a coronary artery drug eluting stenting treatment procedure, inflation difficulties were encountered. The physician was attempting to treat a lesion in the left circumflex (lcx) artery. A 3.0x12mm taxus express2 drug eluting stent (des) had been selected and advanced to the target lesion. While attempting to deploy the stent, it took "an extraordinary long time to inflate" the balloon. The procedure was able to be completed with this device once the balloon inflated. There were no pt complications reported with the pt's current condition listed as "ok."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.